Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Three staff members lifted a resident patient from a wheelchair with a floor lift to get to the shower. Once the individual was in the lift, the staff began pushing the resident up an incline and in the process of turning left to transfer the resident to the shower, the lift tipped back toward the left and fell over. The patient went into cardiac arrest after the incident and was pronounced dead approximately one hour later. .

Manufacturer narrative:
The facility acknowledged the lift worked without fault, stated staff misuse of the device contributed to the incident. Root cause: staff misuse of the device contributed to the incident. Corrective action: site training recommended and offered by prism medical. The user manual, although already clear about corrections, has been revised via (B)(4) on sept. 29, 2016 to include additional cautions relating to avoidance of obstacles and lifting the patient within the wheel base.